Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went to end of service (eos) too suddenly due to an excessive charge time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 553445 lead, implanted: (B)(6) 1996, 419378 lead, implanted: (B)(6) 2003. (B)(4).